Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) study. It was reported patient underwent total hip arthroplasty on (B)(6) 2006. During post operative monitoring and testing, cortical thickening around the femoral stem was noted. These findings were found due to follow up testing, there were no symptoms reported by the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to correct information that was reported in error on the initial report. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative bone fracture and pain."

Event description:
It was reported that a patient enrolled in the (B)(4) clinical study, underwent total hip arthroplasty on (B)(6) 2006. During post operative monitoring and testing, cortical thickening around the femoral stem was noted. These findings were found due to follow up testing and pain reported by patient.